Event description:
Material#: 305269. Batch number#: 3234572. It was reported that the bd syringe integra 3ml ll w/ndl 25x5/8 rb leaked. The following information was provided by the initial reporter: verbatim#: the ed reported an issue they had with a 3ml integra syringe which I¿m making you aware of. It¿s difficult to say exactly how this happened and whether it was user error, but am reporting it to you in case there are any further incidents here. She said ¿the rn attempted to administer an im medication. Upon administration, medication noted to leak out of syringe. When the rn pressed to retract needle into device for safety, pieces of needle device dislodged across room (spring and plastic needle cap). Resource and md made aware and provided package and pieces.¿ no injury to patient. Additional information provided: 1. Please share the captured photo of the event if available. ¿ no photo available 2. Can you please share the exact location of the leak ¿ the medication leaked out of the syringe per the rn. She did not provide further detail.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.